Event description:
Pt was found in their foster care home dead in their bed. Pt apparently died by strangulation of the head/neck between the bed mattress and the bed rail. There had been several assessments indicating that their safety would have been better protected by the use of full bed rails, however in the state, license foster care homes were not permitted to use such devices as they were viewed exclusively as restraints. Therefore, pt had been forced to utilize a 1/2 bed rail with side rail wedges and bed pad sensor for the best safety available. The equipment did not appear to malfunction in this event.